Event description:
An ra pt developed proteinuria after 12 treatments. Diagnosed with membrano proliferative glomerulonephritis. Biopsy showed iga deposit suggestive of antitnf ab. Hi-dose steroids given, kidney function now normal.